Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter is (B)(6). The full name of the event site was shortened due to field character limit; the full name is (B)(6) hospital.

Event description:
It was reported by the customer that as the patient was being weaned off of the cs300 intra-aortic balloon pump (iabp), the unit displayed leak in iab circuit alarms and iab disconnected alarms. The end user reduced the augmentation bars by two to decrease the sensitivity and used the iab fill key and the start key to resume therapy. There was no blood in the helium tubing and connections checked multiple times. The end user noted that the patient was being weaned off of the pump and would be off of therapy today. There was no patient harm or adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs300 intra-aortic balloon pump (iabp), but was unable to reproduce the reported issue. However, the fse performed condensation removal and tested the unit extensively on a trainer. The iabp was able to pass all the leak tests, and the fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
N/a.